Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the caller stated everything was fine for a while, and then about 2 months ago, the patient started having this pain locally, right around the bladder stimulator, with the pain being especially bad after they woke up after sleeping. The caller stated they kept looking at the bladder ins site and they couldn't see any inflammation, discoloration or bruising or anything. A couple weeks after the patient started experiencing the pain, they also began experiencing diminished effectiveness with the bladder stimulator and was having incontinence.  They went to the patient's managing health care provider (hcp) urologist on (B)(6)2023 who then had the patient get x-rays done at their local hospital on (B)(6)2023. The caller stated the hcp called them back on (B)(6)2023 to give them the results of the x-ray: that the scs device was touching the patient's bladder ins. The caller stated they had never had any "problems with signals or anything" with the devices so close together and the bladder stimulator had been working really well for the patient up until the two implants started touching each other. The caller stated because the patient only slept on their left side, "it makes it fold" at the incision site and that was shoving the scs device down onto the bladder ins, which caused the pain. The patient's hcp then had the patient go back to the spine doctor on (B)(6)2023. The caller stated the nevro representative had been at that appointment and also did x-rays and they said they didn't think the implants looked like they were touching, though they were "real close," however the caller stated that was probably because they thought the patient had done a standing x-ray and the implants weren't folded on each other at that time because the patient wasn't in a sleeping position when the x-ray was taken. The spine doctor told them they could move the nevro scs device up. The caller stated "about the next week after going to the spinal doctor," they spoke with medtronic representative (rep) nancy noonan about the issue and the rep recommended there should be a 6-inch distance between the two implanted devices or they should move it to the opposite side. The caller stated they couldn't do the other side and due to the patient's anatomy, they couldn't go any farther away from the bladder ins than 4 inches. The caller stated the spinal cord doctor was going to place it just under the patient's bra line and the caller wanted to know if the 4-inch placement was ok. Patient services consulted with technical services and then reviewed this information with the caller. The caller stated they would have the spinal doctor call technical services if they had any further questions but the nevro scs was scheduled to be relocated on (B)(6)2023. The caller stated that hopefully the relocation will resolve the issue because it had been the nevro scs that had been implanted in the wrong place so once they had the relocation, the patient was going to go back to their hcp and work with the rep to "get the bladder ins back online so it works properly" again. 2 call recordings. Patient services had to call the caller back for to gather more information and the caller reported they'd already left a message with the nurse practitioner (np) at the spinal doctor's office and that when they called them back, they would have the np call to research more information about the procedure. See related call code note for additional medical information about the patient's unrelated spinal issues.

Manufacturer narrative:
B3: event date is estimated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.